Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision (l) hemi arthroplasty to reverse. Revision tsr - original hemiarthroplasty (global advantage) performed by another surgeon in 2003. No further info available. Patient complaining of increasing pain over the past 3 years. Surgeon removed the global advantage hemi & replaced with djo reverse. Shoulder extraction instruments provided. Surgeon had some difficulty removing the humeral stem due to proximal cement.

Manufacturer narrative:
Investigation summary:no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 112844000, lot number a3pdg1. Device history review: DHR for part number 112844000 batch number a3pdg1 was reviewed. No deviations or anomalies were observed. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.